Event description:
Event description cpi received information that this large patch lead was removed from service due to a fracture at the connector. The physician elected to cap the entire lead system which consisted of another large patch lead, a small patch lead and two myocardial leads. Another manufacturer's device and lead system were implanted.